Event description:
On (B)(6) 2023 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023 the patient experienced yellowish ooze coming from the stoma site. On (B)(6) 2023 the patient reported that the stoma site was assessed by a physician prescribed augmentin antibiotic for a stoma site infection.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.